Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a coronary artery bypass graph procedure, at the beginning of the anastomosis, the thread broke. Another strand was used to continue the procedure. There was no patient injury.